Manufacturer narrative:
Analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks.

Event description:
It was reported that the patient called to report that the transmitter would not power up.

Manufacturer narrative:
Failure event observed during analysis.